Event description:
It was reported that the pump battery was rapidly depleting and battery insulin gauge was fluctuating. Due to battery issue, pump shutdown while customer was sleeping. Customer alleged low battery alerts were received; however, the battery shutdown alarm did not occur. Customer's blood glucose was 400-500 mg/dl. Customer continued to use pump for insulin therapy.